Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had a missing end cap sticker.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 289 mg/dl. Customer has treated with manual injections. Customer stated that the insulin pump alarmed button error. The blood glucose reading at the time of the event was 380 mg/dl. Customer stated the high blood glucose reading was caused by the button error alarm. Nothing further reported.